Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
This follow up report is to correct the aware date. Initially, the aware date was reported as november 2, 2022 this is being corrected to december 6, 2022 for the aware date.